Event description:
It was reported that via (B)(6) transmission non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were made. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.